Event description:
Dexcom g6 sensor inaccuracy: 1:18pm g6 reading 183, finger stick reading is 141. That is a mard of 29.8%, which is outside the allowed 20% range.

Event description:
On (B)(6) 2024 at 7:44pm and 10:44 pm - dexcom g6 sensor error > 3 hours. Replaced this sensor. Additional information received from reporter on 2/8/2024 for report number mw5158575.